Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, link, needles, and cuffs were not returned with the device. Without the return of these components, the scope of this investigation was limited. Inspection of the returned suture indicated that the suture knot was not formed as reported; it was unraveled. An unraveled knot would directly result in a failure to retrieve the suture during the needle plunger retraction. There was no needle strike mark observed at the posterior foot to suggest that the posterior cuff miss might have occurred which could have caused the knot to become unraveled. A proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. Possible causes for the unraveled knot could be cuff-to-needle tip detachment, cuff miss, suture break, and link detachment; however, because associated components were not returned with the device, none of these could be confirmed. Based on the investigation findings, the cause for the unraveled suture knot could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, when the needles were pulled back the link was not attached and a knot was formed on the rail suture. The sutures were cut and removed. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.